Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet system, including a low of 42 mg/dl and a high of 271 mg/dl, with the low self-corrected using 15 grams of fast-acting glucose and the high addressed with hydration, activity, and continued pump use; the device reportedly did not alert for the low but did alert for the high. Symptoms included headache during both events. Outcomes included ems assessment after the low without transport and no medical treatment beyond self-correction. Investigation included review of available pump reports and completion of blood glucose questionnaires, with user education and troubleshooting performed and additional training assigned. Investigation of this case revealed no device malfunction was identified and the cause of both hypoglycemia and hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.